Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing clamp was found damaged during use when blood leaked from it. The following information was provided by the initial reporter, translated from japanese to english: "at 10:45 on wednesday, (B)(6) 2020, when a nurse established an IV line with nexiva, blood leaked from the center of the ext. Tube. The nurse also found that the clamp was damaged."

Manufacturer narrative:
H.6. Investigation: bd received a used 20 gauge nexiva single port unit from lot 9311125 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed thick media inside the the unit and tubing. The clamp appeared to be broken and there was a cut in the extension tubing. Five photos were also provided and reviewed. The photos showed similar findings to the visual inspection. Next, a water/air leak test was performed and leakage was observed coming from the cut in the extension tubing. Based off the visual inspection and testing the engineer was able to verify the reported failure modes. It was determined that these were manufacturing defects. During manufacturing, this type of damage could result during the feed and load of the tubing (installed clamp) process, if there is misalignment. Although a definite source of the damage could not be established as the unit was out of package and used and review of the DHR presented no evidence that could be linked to the damage observed, this is the most likely scenario.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing clamp was found damaged during use when blood leaked from it. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 10:45 on wednesday, (B)(4) 2020, when a nurse established an IV line with nexiva, blood leaked from the center of the ext. Tube. The nurse also found that the clamp was damaged."